Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. Customer stated she changed the quickset and was able to get the insulin in the tubing. Customer's blood glucose was at 400's mg/dl. She changed quickset and seemed to work. Troubleshooting was done. Customer's blood glucose was 152 mg/dl. Customer has not treated for high blood glucose but stated they have back up plan. Assisted the customer to perform high pressure test and test passed. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.